Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital due to infection. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Lot number was not provided; therefore, review of the manufacturing records could not be completed. Although the device is not available for examination, an investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that it was unable to pace after the catheter insertion from the beginning of use during a pacemaker replacement. The catheter was replaced and the problem was solved. It is unknown if the patient had cardiac conduction defect. The device was discarded by the hospital due to infection. There were no patient complications reported.